Event description:
Additional information requested reported that the manufacturing representative "deactivated the mobility feature of the patient's a daptive stimulation" because the patient reported that the stimulation "jumping up when he walked".

Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off and back on by itself about 1-2 weeks after implant. This began occurring even before the 'adaptive stimulation' feature of the ins was activated. The stimulation would turn off for a few seconds then turn back on, so the company representative did not have enough time to check the ins with the patient programmer when no stimulation was felt. The patient reported this was happening more and more frequently, up to about a dozen times. Impedance values were measured and found to be normal and movement had no effect on the stimulation. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. The event was attributed to the implantable neurostimulator (ins). It was stated that the patient had pain at the ins site. The device was explanted. The explant date was unknown, "possible (B)(6) 2012". This hcp had referred the patient to the implanting surgeon on (B)(6) 2012. The implanting surgeon recommended unit removal. There was no hospitalization. The patient had not returned for an evaluation since the explant. No further information was provided.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product typ lead, product ID 37754, serial# (B)(4), product typ recharger, product ID 37744, serial# (B)(4), product typ programmer, patient (B)(4).